Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to an unknown area using an unknown applicator on (B)(6) 2016 and to the bilateral bra roll (back) using the cooladvantage, coolcurve contour applicator on (B)(6) 2017. This treatment reportedly was not effective and the patient was re-treated with coolsculpting to the right side bra roll (back) using the legacy coolcurve applicator on (B)(6) 2017. It was reported that 2 weeks after the last treatment, the patient was diagnosed with lyme disease and was prescribed unspecified antibiotics and steroids. The patient developed paradoxical hyperplasia (pah/ph) on an unspecified date after treatment and was diagnosed to the right side bra roll (back) area on (B)(6) 2017.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to an unknown area using an unknown applicator on (B)(6) 2016 and to the bilateral bra roll (back) using the cooladvantage, coolcurve contour applicator on (B)(6) 2017. This treatment reportedly was not effective and the patient was re-treated with coolsculpting to the right side bra roll (back) using the legacy coolcurve applicator on (B)(6) 2017. It was reported that 2 weeks after the last treatment, the patient was diagnosed with lyme disease and was prescribed unspecified antibiotics and steroids. The patient developed paradoxical hyperplasia (pah/ph) on an unspecified date after treatment and was diagnosed to the right side bra roll (back) area on (B)(6) 2017.